Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube. Unable to verify failed battery test alarm due to blank display. Insulin pump received with minor scratches on display window, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip and cracked reservoir tube.

Event description:
It was reported that the insulin pump had an issue with the battery and the device alarmed failed battery. The customer was offered troubleshooting but declined. Also, they stated that the device had a crack located at the top where the reservoir is inserted. The customer was advised to discontinue the use of the device and to revert to a back-up plan. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.